Event description:
New information received from the clinic stated that the patient experienced pain at the pocket and the physician noted the pacemaker was flipping inside the pocket. The device was revised on oct. 9th, 2019 and placed at sub-muscular level to prevent the device from flipping inside the pocket. The patient tolerated the procedure well and had no issues during post procedure follow ups.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up on feb. 14th, 2020. Upon interrogation of the pacemaker, it was noted that the device exhibited telemetry issues. The patient reported that the device previously came out of the implant pocket and the device was surgically implanted deeper. The nurse was unable to feel the device under the skin. The nurse attempted to interrogate the device again by applying more pressure and was able to successfully interrogate the device.